Event description:
As reported " in 2006, port was implanted with a toray antron catheter positioned in the svc. In 2007, prior to injection, the physician flushed the port and catheter with saline, at which time he noted leakage from the port. The physician verified that the catheter was disconnected from the port and found its tip in the heart. Retrieved the catheter and port using incision.

Manufacturer narrative:
A vital-port (ip-5116) was returned due to a reported catheter disconnection. Analysis: the vital-port was returned along with the catheter lock assembly and a toray anthron catheter that was reported to have been attached to the ip-516 upon implantation. The port and catheter lock were dimensionally characterized and found to be within mfg specs. Visual inspection showed that the suture holes had not been used. Conclusion: the vital-port system has been tested using the vital-port catheter. No data is available to qualify the use of a different catheter. It is suggested in the IFU that the vital-port be sutured to the fascia using the suture holes in the body of the vital-port housing.